Manufacturer narrative:
Results: the lead paddle tip has damage consistent with the stylet poking through the paddle end. It is unknown what over stress caused the stylet to poke through. The lamitrode passes all functional tests. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) received an scs system including a paddle lead. It was reported that during the initial implant procedure, the physician removed and reinserted the stylet several times when placing the lead. At one point, the physician noted the stylet had perforated the end of the lead. The lead was subsequently explanted and the implant procedure was abandoned. The lead was returned to the manufacturer for analysis but the lot number was not provided. No additional information was available.